Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during dwell 3 of 4. The home patient (hp) was unsure however stated that there was an issue with the bag on the heater. The hp stated it was refilling funny. The baxter technical representative (tsr) tsr had the hp close all clamps to the bags, patient line, transfer set, cycle power off and on to get se 2367, cycled power off and on, press "go to start" and at "load the set" prompt removed the cassette. The tsr documented during troubleshooting that the heater bag was not properly connected. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.